Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, missing end cap sticker, missing reservoir tube o-ring and broken reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir did not lock/click in place.

Event description:
The customer reported via phone call that reservoir o-ring came out of the reservoir compartment and was missing. Blood glucose value is unknown. She did not recall any events leading to the damage. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.